Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
After device implantation there was no detection of atrial signal and also a reduced detection of the right ventricular signal. The patient was diagnosed with a dislodgement of rv lead and a dislodgement of atrial lead. The patient was hospitalized and ra and rv lead were changed.